Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was to be used during a procedure performed on an unknown date. During preparation, it was noted that the device packaging was ripped/ torn. The stent is no longer sterile and could not be used anymore. Another advanix-naviflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on august 7, 2024. It was reported that there is an air cushion on the top of the products inside the packaging which prevents damage when opening. Furthermore, no damage has been observed on the outer packaging.

Manufacturer narrative:
Block b5 has been updated with the additional information received on august 7, 2024. Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1801 captures the reportable event of device contamination.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1801 captures the reportable event of device contamination.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was to be used during a procedure performed on an unknown date. During preparation, it was noted that the device packaging was ripped/ torn. The stent is no longer sterile and could not be used anymore. Another advanix-naviflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.